Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, and performance tests performed. The source of the complaint regarding the pocket pain was not verified. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device passed all required tests. The device exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing tenderness and soreness at the ipg site. The patient¿s ipg was explanted and the patient was reportedly doing well following the procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing tenderness and soreness at the ipg site. The patient's ipg was explanted and the patient was reportedly doing well following the procedure. No device malfunction was suspected.